Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. Upon review, it was noted that the impedances were going up and down. In the presenting, there was noise noted on the shock electrogram (egm) with anti-tachycardia pacing (atp). Technical services (ts) stated that there was high power consumption at 90%. This device and the rv lead remains in service. No adverse patient effects were reported.